Event description:
It was reported that during the implant procedure, the parameters of the right ventricular (rv) lead were not ideal from the first attempt and required repositioning. It was noted that it took about 50 rotations to retract the lead helix, but the helix redeployed with only 15 rotations. The physician attempted to retract the helix again prior to fixation, and it was noted that it took about 40 rotations to retract. Due to the unstable state of the patient after the device pocket was made, the physician elected not to use the lead and a different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was difficult to place the lead and cross the valve due to the structural variation of the patient's heart. The parameters of the right ventricular (rv) lead were not ideal from the first attempt and required repositioning. It was noted that it took about 50 rotations to retract the lead helix, but the helix redeployed with only 15 rotations. The physician attempted to retract the helix again prior to fixation, and it was noted that it took about 40 rotations to retract. This led to a longer operation time. Due to the unstable state of the patient after the device pocket was made, and with the heart function of the patient being poor they could not tolerate this, and the patient developed symptoms of acute heart failure. The physician elected not to use the lead and a different lead was successfully implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.